Manufacturer narrative:
A4-a6:unk manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H3: lens was returned in liquid with residue/debris on the product inside a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specficiations. (B)(4).